Manufacturer narrative:
The device was returned as part of the asset return process, the evaluation found the inside of light guide lens has corrosion, the inside of light guide lens has foreign objects, due to a pinhole on bending section cover, water tightness was lost, due to deformation of light guide connector, water tightness was lost, nozzle was deformed, adhesive on bending section cover was detached, bending section cover had discoloration, connecting tube has a scratch, connecting tube had coating peeling, due to wear of angle wire, bending angle in up left down right directions did not meet the standard value, due to wear of angle wire, the play of upward/downward and the right/left knobs were out of the standard value, grip had stain, control unit had a scratch, right/left knob had foreign objects, upward/downward knob had foreign objects, universal cord had a scratch, universal cord had discoloration, the electrical contact of video connector had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the light guide had foreign objects and the forceps elevator had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed dirt/foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that moisture entered the lens due to the adhesive around the lens peeling as a result of impact stress to the tip of the scope and or chemical stress due to the chemical solution used. Since the foreign matter was attached to an area other than the outer surface of the scope, it likely not possible to be removed through reprocessing. The issue may be detected/prevented by following the instructions for use section below: duodenovideoscope,tjf-q170v,operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.